Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2015-03832 pertains to the other device. It was reported to boston scientific corporation that a capio cl, packaged and a capio opc, packaged device were used during an unknown procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the needle detached from the suture during use with the capio cl device. The needle was found inside the capio cage. A capio opc was opened but the same problem was encountered. The needle was also found inside the capio cage. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual analysis of the returned capio cl device revealed no visual defect and the needle did not detached. Functional analysis showed that the carrier was actuated three times and it extended without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. The returned device showed no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause classification is not confirmed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2015-03832 pertains to the other device. It was reported to boston scientific corporation that a capio cl, packaged and a capio opc, packaged device were used during an unknown procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the needle detached from the suture during use with the capio cl device. The needle was found inside the capio cage. A capio opc was opened but the same problem was encountered. The needle was also found inside the capio cage. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.